Event description:
Pt's left lens became uncomfortable and removed it on 8/5/96. Upon examination by doctor staining was found on left eye at 10 o'clock. Doctor diagnosis corneal ulcer. Administering ciloxan 0.3% eye involved: os; refraction: myopia; total duration of use (months): 2; number days worn; sleeps in 3 mights and off 11 nights; last visit to practitioner prior to symptoms: 6/10/96. Type lens care system was used: disinfecting system was used; homemade saline used: no; number of days worn between cleaning and disinfecting: 6; number of days between cleaning and symptoms: 4; number days between symptoms and calling dr: 1; self treatment by pt: removed lens about 12 noon on 8/4/96; hand washing before lens manipulation: unk; ulcer location: 10 o'clock; visual acuity before symptoms: 20/15; visual acuity after symptoms: 20/15; visual acuity after symptoms: 20/15; results of corneal biopsy and/or scrapings: na; results of culture: none taken.